Event description:
A patient reported experiencing inaccurate high results with an ot ii meter. The patient's blood glucose results were 13.0 mmol, 9.5 mmol. Tests were done within 20 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported.